Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated generator change-out procedure, it was noted that a 1 joule shock test was successful, but then a 21 joule shock with induction was performed and shorted the device. The patient was externally shocked and rhythm was converted successfully. Low, out of range hv lead impedance was also observed. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient suffered no ill-effects resultant to testing and replacement, and will be followed up normally.